Event description:
It was reported that the patient experienced high blood glucose (600 mg/dl) and positive ketones and got treated with IV and fluids of saline and insulin on (B)(6) 2024.

Manufacturer narrative:
Imdrf cause investigation code: code b24 is not available in database to capture event history log review unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Imdrf cause investigation code: code b24 is not available in database to capture event additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the electronic quality management system (eqms) on 13-jan-2026 against "lot number 6000581 and similar malfunction code(s): no malfunction based on complaint information. No malfunction based on complaint information, no failure detected. The review confirmed that lot# 6015465 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system (eqms) on 13-jan-2026 against "lot number" criteria equal 6000581 and similar malfunction codes no malfunction based on complaint information. No malfunction based on complaint information, no failure detected, the count of complaint is 2. The complaint numbers are (B)(4). Device history record (DHR)review: the lot 6000581 was manufactured according to the work instruction (wi) version 103 and manufactured in the line inset 5 on 30-apr-2025, with a total of (B)(4) units. Glue-tubing lot: the lot 3d01747 was manufactured according to the wi version 55 and manufactured in the machine sc01 on 21-apr-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 29/nov/2023. Guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Guidance for functional testing 1 air flow test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code no malfunction based on complaint information guidance for functional testing 2 air leak test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code no malfunction based on complaint information conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.